Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the twist clamp of the minicap transfer set leaked; further described as "faulty twist clamp losing its locking thread". This occurred during unknown process step of peritoneal dialysis therapy. The transfer set was properly tightened before the therapy started. It was further reported that there were visible cracks on the transfer set. The transfer set was replaced. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information: during the follow up, the nurse stated that the patient noticed the betadine backing up into the transfer set when it was capped and locked. Correction: ni (previously na). The device was received for evaluation. A visual inspection was performed and noted a broken occluder feet to the main body. The reported condition was verified. The cause of the reported condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.